Event description:
Patient presented in clinic for normal follow up and externalized conductors were noted via fluoroscopy. No electrical alnomalies were noted. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.